Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: on investigation, the pump powered on normally with fully functional vibratory feature. The pump was exercised for 24 hours without any occurrence of ¿random vibration¿. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was reported that the pump was vibrating at random after exposure to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.